Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) machine, during initial drain. A baxter technical service representative (tsr) explained the alarm to the home patient (hp) and instructed the hp to setup with all new supplies. There was nothing found during troubleshooting that would cause or contribute to the alarm. The hp understood and would setup with all new supplies. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette was not returned; therefore, a device analysis cannot be completed. The cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.